Event description:
It was reported the pt stopped using and charging the scs system over nine months ago due to unrelated medical issues. As a result, the ipg is depleted which was verified by the sjm rep. Surgical intervention is planned to address the issue.

Manufacturer narrative:
Correction/removal reporting number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.